Event description:
It was reported that the zimmer air dermatome was not working properly. Additional info received on (B)(4) 2010; the harvested graft was an uneven cut but was usable and did not require additional skin grafts because of the issue with the dermatome. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. Unit was found missing the fine adjustment cam which would affect the calibration of the device. Visual inspection of the salvaged parts indicated a general lack of maintenance, as evidence by the excessive build up of contaminants on the parts. A review of service records indicates that the device was sold in 1989 and has been in for repair only once in 10/1997. The zimmer skin graft mesher instruction manual states that "the zimmer skin graft mesher should be returned every 12 months for inspection and preventative maintenance." The issue is likely due to damage and inadequate maintenance of the device.